Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the fortrex balloon dilatation catheter at the distal left arteriovenous fistula anastomosis between the artery and cephalic vein, a 60% soft tissue lesion stenosis was present. During balloon inflation with an inflation device at 23 atm, a pin hole rupture of the balloon occurred, resulting in a balloon burst. All fragments of the balloon were retrieved. Subsequently, an arteriovenous endoleak and fistula arteriovenous vessel rupture occurred, which was addressed by performing a vascular anastomosis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information patient status is safe, with no complication. Image analysis all three images depict the fortrex and what appears to be a longitudinal burst can be observed on the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.